Event description:
Customer reported they felt the output of their vaporizer was inaccurate. There was no reported patient injury. Investigation/conclusion: medical device advisory notice dated may 9, 1995 and reminder notice dated june 16, 1997 is attached.